Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09567. It was reported that removal difficulties were encountered and guidewire fracture occurred. Vascular access was obtained at the brachial artery. The 80% stenosed target lesions containing a severe lesion bend were located at the moderately tortuous and severely calcified cephalic vein and median cubital vein. After a transend¿ guidewire crossed the lesion, a 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was advanced to dilate the lesion. Following dilation, during an attempt to remove the device, the catheter could not be pulled out as it was stuck in the lesion. It was noted that a portion of the balloon and a portion of transend guidewire became detached and was surgically removed. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was returned stuck inside a boston scientific catheter, but it was possible to release. The device has the body broken approximately at 144.5 cm from the proximal end, the other section of the guidewire measures 20.6 cm from the tip. The distal tip is kinked. Overall length could not be performed due to device condition. Outer diameters of the distal tip, middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09567. It was reported that removal difficulties were encountered and guidewire fracture occurred. Vascular access was obtained at the brachial artery. The 80% stenosed target lesions containing a severe lesion bend were located at the moderately tortuous and severely calcified cephalic vein and median cubital vein. After a transend¿ guidewire crossed the lesion, a 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was advanced to dilate the lesion. Following dilation, during an attempt to remove the device, the catheter could not be pulled out as it was stuck in the lesion. It was noted that a portion of the balloon and a portion of transend guidewire became detached and was surgically removed. No further patient complications reported.